Event description:
The clinician reports the implant was inserted 2024-04-30 in ada 22. On 2024-04-30, non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.